Event description:
Event complications: hypotension/card output decreased - rpt'd 1/21; none - rpt'd 2/12/97. Patient's current status: discharged - rpt'd 2/12/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.